Event description:
It was reported that during a lead implant procedure, the pulse generator exhibited an output anomaly. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device charateristics.